Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that the 11 broach and std neck stuck together. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the broach corail amt 11 was attached to the std neck segment corail amt, after some difficult trying to disassemble with the mating device, it was able to disengage, the post of the broach shows signs of bending and scratches. The potential cause can be attributed to unintended use error, with the damage likely resulting from prying motion while device is assembled, unintended impactions and other tools and hard edges coming in contact with the device. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a mating device and confirmed that the neck trial show difficulty to dissembled with the broach but, the reported jammed condition cannot be confirmed due to the ability to disengage the mating device. The overall complaint was confirmed as the observed condition of the broach corail amt 11 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Event description:
It was reported that the 11 broach and std neck stuck together.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.